Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monitor, the image processor board card, and the printed circuit board video splitter were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system failed to display images on the monitor. No pt injury was reported.